Event description:
Patient's family member called lfs on pt's behalf alleging that pt's meter would not power on. Pt reported feeling high. Pt tested on their sibling's meter a few minutes later and obtained a reading of "hi". Family member gave pt additional insulin and pt felt better several hours later. Family member reported that they test pt's blood glucose level several times before pt felt better. No medical care was received from a health care professional. The customer service representative walked patient's family member through checking that the batteries were good and they were correctly installed (positive + side up). The meter was replaced due to an unresolved power issue.